Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 520 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a manual injection of insulin. The customer reported having issues with the transmitter leading to the high blood glucose that included not connecting to the insulin pump. Troubleshooting was provided for the transmitter. The customer reported that the transmitter was able to connect with the insulin pump. The insulin pump will not return for analysis. Frn-mmt-332-rsvr, unomed set, mds- mmt-7703-xmtr.